Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had three episodes of low and high blood glucose and was assisted by paramedics. The third episode occurred on october 20, 2015 customer had blood glucose of over 300 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and low sodium. Customer was hospitalized for six days. Customer was wearing insulin pump at the time of hospitalization. It was reported that plunger was coming out of reservoir. Customer was educated on proper filling technique. Customer was taken off of insulin pump therapy until healthcare professionals decide how to move forward with treatment.